Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant), experienced psoriasis ("psoriasis is painful and grows back thicker everytime, spread inside ears and onto shoulders and face"), allergy to metals ("nickel allergy"), tooth loss ("teeth loss"), chronic fatigue syndrome ("chronic fatigue syndrome"), alopecia ("hair loss") and psoriatic arthropathy ("psoriatic arthritis") and was found to have weight increased ("gained crazy weight"). The patient was treated with root canal and surgery (hysterectomy). Essure was removed. At the time of the report, the psoriasis, weight increased, allergy to metals and tooth loss outcome was unknown and the chronic fatigue syndrome and alopecia had not resolved. The reporter considered allergy to metals, alopecia, chronic fatigue syndrome, medical device removal, psoriasis, psoriatic arthropathy, tooth loss and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event " chronic fatigue syndrome, hair loss and psoriatic arthritis" was added, reporter information was added on 23-mar-2020: social media case. Added event hysterectomy. Added age group and reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant), experienced psoriasis ("psoriasis is painful and grows back thicker everytime, spread inside ears and onto shoulders and face"), allergy to metals ("nickel allergy"), tooth loss ("teeth loss"), chronic fatigue syndrome ("chronic fatigue syndrome"), alopecia ("hair loss") and psoriatic arthropathy ("psoriatic arthritis") and was found to have weight increased ("gained crazy weight"). The patient was treated with root canal and surgery (hysterectomy). Essure was removed. At the time of the report, the psoriasis, weight increased, allergy to metals and tooth loss outcome was unknown and the chronic fatigue syndrome and alopecia had not resolved. The reporter considered allergy to metals, alopecia, chronic fatigue syndrome, medical device removal, psoriasis, psoriatic arthropathy, tooth loss and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.